Event description:
A patient reported blood glucose results of 23.9, 5.6 and 4.6 mm0l/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.